Event description:
During a living kidney donor laparoscopy the oms-a8 was used to clip the renal vein and the third clip did not discharge from the stapler. The stapler was removed from the abdomen and the clip applier was tested and the next clip was discharged normally. The stapler was re-introduced to the abdomen. Again the clip applier was clipped and did not discharge a clip. The surgeon tried to discharge a clip onto the renal vein and 2 clips were discharged. The defective clip applier was removed from the field and a new clip applier was introduced to the field.